Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found to be unresponsive at their long term care facility. Upon the arrival of emergency medical services, the patient's rhythm was suspected as a ventricular tachycardia (vt) rate. Cardioversion was attempted and chest compressions were initiated. The patient was transferred to the hospital and once there was noted to be in ventricular fibrillation (vf) that was not detected or treated by the device. This required two external defibrillations. Twenty minutes later, cardiopulmonary resuscitation was again started for pulseless electrical activity. The patient is currently in critical condition. Interrogation showed that the untreated vf episode occurred shortly after a documented supra ventricular tachycardia (svt) episode that the patient presented to the hospital with. It was thought that the vf episode was undersensed by the device. The device showed no arrhythmic episodes or events. The physician reprogrammed the sensing polarity tip to coil. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.